Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious observation. No missing parts. The two-way foley catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With syringe attached the balloon deflated within (1min 40sec) passively with no issues. Dissected the balloon and found the notch perforated correctly. The reported failure could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during pretest. A pretest was performed to check whether the balloon inflated normally and the sterilised water drained from the balloon, but the sterilised water did not drain and the balloon did not return inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. A pretest was performed to check whether the balloon inflated normally and the sterilized water drained from the balloon, but the sterilized water did not drain and the balloon did not return inflated.